Manufacturer narrative:
The issue was addressed when the customer tightened the reagent syringe. (B)(4).

Event description:
A customer contacted beckman coulter, inc. (Bec) customer technical support (cts) to report a leak from the reagent syringe of a unicel dxc 800 synchron system. Per cts' instructions, the customer tightened the reagent syringe and the issue was resolved. Per the customer, no erroneous patient results were generated. No effect to patient or user was reported in connection with this event.